Manufacturer narrative:
(B)(4). Pump was received with a no (act and esc) button response due to flattened button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to no button response.

Event description:
The customer reported via phone call that he got insulin pump yesterday. Customer's blood glucose level was unknown. Customer stated that someone would instruct him on how to use insulin pump. Customer got insulin pump yesterday. Customer declined to troubleshooting. Insulin pump will not be returned for analysis.